Manufacturer narrative:
Product evaluation: the product has been received by a company representative and is currently in transit to the manufacturing site for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There has been (B)(4) other complaint reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant procedure, at the time of the injection, the implant quickly left the preloaded iol delivery system, which caused a posterior capsular rupture with vitreous exit. The iol had to be removed, which led to corneal damage. Vitreous cleaning was also performed, and a 3-piece implant was inserted instead. The procedure was able to be completed following a 15 minute extension. Additional information has been requested.

Manufacturer narrative:
The device was returned. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage or abnormalities observed. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was not returned. A qualified viscoelastic was indicated. The root cause for the reported events could not be determined. The returned device was inspected, and no damage or abnormalities were observed. Top coat dye stain testing was conducted with acceptable results. The lens was not returned. There appeared to be an inadequate amount of viscoelastic in the device. The dfu (directions for use) instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. The dfu also instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. (B)(4).

Event description:
Additional information was provided, indicating that the patient was given an unplanned prescription of unspecified systemic antibiotics. The posterior capsule tore inferiorly and was larger than 6 mm. Corneal edema was noted at the one day postoperative visit. As the patient experienced acute pancreatitis, she could not come to the postoperative visit later. It was noted that the event resolved with treatment.